Manufacturer narrative:
Biomérieux was initially informed that bact/alert® sa culture bottles were leaking post sample collection. Per the customer, the bottles were leaking from the cap in the sample bag. The customer stated the samples had not leaked outside of the bag; therefore, staff members were not affected. However, new sample sets were required due to the leaking culture bottles. Additional information was received from the customer on 24aug2017. The customer reported the issue was all user error. The user attempted to take the metal cap off the bottle but encountered difficulty so stopped half way through. The customer indicated the user was looking for a new way to inoculate blood cultures. The leak was around the metal crimping where the user had tampered and caused damage,

Event description:
A customer in the united kingdom notified biomérieux of bact/alert® sa culture bottles leaking post sample collection. Per the customer, the bottles were leaking from the cap in the sample bag. Customer states the samples had not leaked outside the bag; therefore, no staff members were affected. The leaking bact/alert® culture bottles initiated medical intervention in the form of additional patient blood draws. A biomérieux internal investigation will be initiated.